Manufacturer narrative:
Product analysis #(B)(4):analysis confirmed that lens was cloudy and had poor vision. Service found that the image was defective due to damage to the internal lens. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the lens was cloudy and had poor vision. There were no further complications reported regarding the event. Update: pre-op diagnosis: herniated disc, low back pain procedure involved: med the product came in contact with the patient. There was no impact to patient.